Event description:
During follow up, externalized conductors were observed via via x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.